Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported speaker not functioning which was reproduced as distorted audio coming from the rear case speaker. The malfunctioning speaker was verified and found to be caused by a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's speaker failed. There was no known patient injury or medical intervention associated with this event. No additional information is available.